Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittently the pump touchscreen timed off too soon. There was no reported adverse impact to customer's blood glucose. Upon follow up, contact reported the issue had resolved. Contact requested assistance from tandem technical support to reset the pump.